Event description:
It was reported that the device had issues with no data being detected, damaged packaging, damaged connector, and out-of-order data, rendering the product ineffective. There was patient involvement and no patient harm/adverse event reported. The exact event date cannot be determined at this time. Events occurred on various dates ranging from 01-dec-2023 to 05-mar-2024. There was one quantity affected for this patient.

Manufacturer narrative:
B3. Date of event: events reported occurred on various dates ranging from 01-dec-2023 to 05-mar-2024. Exact date of event cannot be determined at this time.b5 - dates contained a typo.

Manufacturer narrative:
B3. Date of event: events occurred on various dates ranging from (B)(6) 2023 exact date of event cannot be determined at this time. E1. Initial reporter phone#: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had issues with no data being detected, damaged packaging, damaged connector, and out-of-order data, rendering the product ineffective. There was patient involvement and no patient harm/adverse event reported. The exact event date cannot be determined at this time. Events occurred on various dates ranging from (B)(6) 2023. There was one quantity affected for this patient.

Manufacturer narrative:
D9. Date returned to mfg: 03-may-2024. Investigation summary: one used device was received for evaluation. Electric, vacuum, air leak, electrical board testing was performed. Through the device analysis executed it was found that returned sample failed the electrical test. During electrical board inspection it was observed that the solder application exhibited lack of solder. Complaint is confirmed for the failure mode reported ¿no data can be detected, packaging is damaged, connector is damaged, the data is out of order¿. CAPA-0008364 was initiated to investigate root cause of electrical and leak issues on transtar assembly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.